Manufacturer narrative:
As noted in a literature publication by szkutnik et al native aortic coarctation stenting in patients = 46 years old; postepy kardiol interwencyjnej. 2017; 13(4): 302¿306; report a case of migration during the procedure involving a palmaz stent (4014). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis nor were procedure images provided for review. The exact cause could not be determined. Vessel characteristics or procedural factors as the event occurred ¿at the beginning of our series¿ possibly as part of the ¿learning curve¿ may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿selection of stent size a. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. B. Measure the diameter of the reference vessel to determine the appropriate size stent and delivery system.¿ ¿keeping the csi immobile, observe fluoroscopically as the stent is advanced through the csi to the site of the lesion. Caution: if excessive resistance is encountered, do not force passage. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged. C. After stent positioning, hold the delivery system immobile and retract the csi or guiding catheter to uncover the stent. Caution: after completely retracting the csi or guiding catheter, do not re-advance it over the positioned stent to avoid dislodging the stent.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Szkutnik, m., sulik, s., fiszer, r., chodór, b., glowacki, j., & bialkowski, j. (2017). Native aortic coarctation stenting in patients = 46 years old. Advances in interventional cardiology, 4, 302-306. Doi:10.5114/aic.2017.71611. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stent but the catalog and lot numbers are not available.

Event description:
As noted in a literature publication by szkutnik et al native aortic coarctation stenting in patients = 46 years old; postepy kardiol interwencyjnej. 2017; 13(4): 302¿306; report a case of migration during the procedure involving a palmaz stent (5014).